Event description:
It was reported that during a breast biopsy, while trying to initialize the probe, the customer was receiving consistent green cable error codes. They changed probes and the error codes continued. The tech then changed holsters and no longer received the error codes. There was no patient consequence reported.

Manufacturer narrative:
Summary evaluation: the analysis results found that the holster displayed green cable errors during initialization. During functional testing, it was confirmed the issue caused due to the pcb board being out of calibration. The pcb board was calibrated. The holster was functionally tested and found to operate properly and met specifications.